Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier board was replaced to resolve the reported issue. No patient information provided to date after phone calls to customer (B)(6) 2020 and (B)(6) 2020. Unique identifier: (B)(4).

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.